Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the proximal - middle portion of the lad artery, the f/g adante balloon ruptured at 10 atm's on the initial inflation. The patient was asymptomatic during this event. A balance guidewire (size unknown) and a 5f zuma ii guide catheter were used, but no information was available regarding the introducer sheath or an inflation device. The f/g adante balloon was discarded by the facility. No patient injuries or procedural complications were reported. Patient status is reported as 'good'.